Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, a high out of range pacing impedance measurement was noted on this left ventricular (lv) lead. When the lead was tested in a different configuration, normal impedance was noted but there was also a significant rise in the threshold measurement. At this time, lv capture is constant and stable. This lead remains in service at this time. No adverse patient effects were reported.